Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test with no blank display or display anomalies noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported experiencing no button response from the insulin pump, and then a blank screen. There was no significant event reported leading up to the issues. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 225 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.